Event description:
Additional information was received stating that the vns patient dysphonia had improved but had not completely resolved. The patient¿s device was programmed on two week following implant surgery and well-tolerated by the patient. The surgeon indicated that the event was temporary and that no interventions have been planned or taken.

Manufacturer narrative:
(B)(4). Corrected data: the initial manufacturer report inadvertently did not provide the suspect device UDI. This report is being submitted to correct this data.

Event description:
It was reported that the recently implanted vns patient was experiencing severe dysphonia two weeks following surgery. The patient¿s device had not been programmed on since implant. The patient was sent to an ent for evaluation. Attempts for additional relevant information have been unsuccessful to date.